Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was involved in an underinfusion incident. The device was filled with sodium chloride 0.9% and 4550 mg of fluorouracil totaling 230 ml of solution and attached to the patient. The expected infusion time was 46 hours; however, the device under infused "by up to approximately 90ml". There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 16, 2014 to may 17, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.